Event description:
The pt was implanted with a ventricular assist device. The vad coordinator reported that the pt expired due to multi system organ failure. No medical failure was reported with the device.

Manufacturer narrative:
A correlation between the patient's death and the pvad could not be determined. Serial number (B)(4) was returned assembled with the braided tubing and y-connector attached. The pump cap was properly aligned and secured to the case. The inflow and outflow collet nuts were present on the inlet and outlet ports. Approximately 1" of both the inflow and outflow cannulae were returned. Blood sac leak testing and pneumatic side leak testing were conducted, and the device functioned as intended in accordance with approved labeling. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event. Placeholder.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.